Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unknown procedure, their evis eus ultrasound bronchofibervideoscope device intermittently lost connection when plugged in. The connection loss reportedly happened a few minutes into device usage. The procedure was completed using the same device. There were no reports of patient harm.